Event description:
Patient reported the "tick" button on the infusion device is sometimes non-functional and the protective rubber on the up button has worn away. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The product was received for evaluation on (B)(6) 2012. The complaint cannot be verified due to careless handling of the product. The soft component of the up button is lacerated. The damages did not influence the insulin pump functions. The buttons were tested successfully and meet the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.